Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became disconnected. Blood glucose was 193 mg/dl. The customer successfully reconnected the luer lock connection, primed the tubing for air gaps, and resumed insulin delivery.